Manufacturer narrative:
One device was returned for investigation. The device was functionally tested and a leak was present in the cuff. The complaint is confirmed. This type of condition can be generated during reprocessing of samples for subsequent uses due to improper handling or use of lubricants or cleaning solutions not recommended. No corrective actions were taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that cuff leakage was found after three (3) days of use. This problem was resolved by replacing with a new one. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.